Event description:
It was reported on the remote transmission the left ventricular lead had increased thresholds and currently programmed at the threshold value. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.